Event description:
It was reported that medfusion 4000 pump - travel coarse error, case damage. No patient injury reported.

Manufacturer narrative:
Additional information received updated b5 and h6.

Event description:
Additional information received by on 27-may-2022. Event occurred during testing. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked on top case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced lead screw and both clutch halves. Replaced top case and bottom case. Upgraded software. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000